Manufacturer narrative:
Per tandem's t:slim user guide, "the efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or underinfusion and may cause serious injury or death". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (over 400- 399 mg/dl) since (B)(6) 2016. Customer administered a correction via manual injections to address bg level. The following day, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was unsure of the cause of the elevated bgs. However, due to receiving cartridge alarms the following day, the customer believes the cause of the elevated bgs to be due to reusing a cartridge. Recommendation was made to discuss diabetes management with health care provider.

Manufacturer narrative:
High blood glucose level issue- no failure identified.